Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion 8.4cm to 8.5cm from the connector pin breaching the outer insulation exposing the outer coil due to friction to device to can. Visual inspection found three external abrasions 7.6cm to 7.7cm, 16.7cm 16.8cm and 21.1cm to 21.3cm from the distal cut end breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.